Event description:
The switch remained in the "on position and emitted sparks. The user indicated the electric cord was broken. No deaths or injuries were reported. The user has not returned the unit for inspection and may not return it. This event is not considered reportable under 21cr803 beacuse of similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.